Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) completed diagnostics and tested the drawer functionality. The drawer operated correctly during testing, and the customer was able to recover it without further issues. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The user stated that all options were greyed out, and they were unable to open the drawer.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.